Event description:
The balloon burst during hand inflation in the iliac artery, which was described only as calcified. The procedure was successfully completed with another opta pro balloon. There was no report of patient injury. As per the reporting affiliate, no additional procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This is one of two products used during the same procedure. Please reference MFR report #s 9616099-2006-00479 and 00480.